Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the header was loose. Inspection confirmed that the medical adhesive was still attached to the header and was adequate. The setscrews and seal plugs were operating appropriately. All telemetry and interrogation operations were normal and the device paced and sensed normally. This device was confirmed to have met normal battery depletion.

Event description:
Boston scientific received information that during a replacement procedure for a normal end of life it was noted the header has been partly separated from the can. No adverse patient effects were reported.